Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this lead dislodged one day post implant. A successful repositioning was done and the lead remains implanted.